Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 114 mg/dl. The troubleshooting was performed. The customer was advised to insert a new aaa alkaline battery. The customer states that the display return. The customer was assisted in performing a self test and the test complete. The customer is getting a replacement battery cap due to the issues.